Event description:
Reporter states "tubing between the filter chamber and pressure chamber has 12 perforations and these go all the way through the tubing and the tubing leaks. Also a hole in tubing below bottom y-site." There is no report of patient injury. It was reported that this was noted during prime of 0.9 normal saline soultion.